Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic inguinal hernia repair, the doctor was using the balloon and when he went to take the obturator out the top cracked off so the obturator was still in the dissector balloon. He took a hemostat and pulled it out. There was no injury to the patient and the patient is reportedly doing fine. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. No additional patient details could be provided.